Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the investigation. Failure analysis investigation found the instrument pitch cable to be derailed. The housing on the instrument was removed to find the pitch cable derailed at the clamping pulley. Based on failure analysis investigation, the MDR report is being retracted since the pitch cable was found to be derailed not broken as initially reported by the customer. The derailed pitch cable is deemed a non-reportable event. Additionally, there was no report of patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation; however, the site provided a photographic image of the instrument. Isi failure analysis reviewed the image and concluded that the failure may be related to the pitch cable but cannot be confirmed until the actual instrument is received. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Although the broken pitch cable has not been confirmed, this complaint is being reported because of the photographic image provided by the site suggests that there may be a broken pitch cable.

Event description:
It was reported that during a da vinci prostatectomy procedure, the cable broke on the large needle driver instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.